Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported that the customer rec'd an altitude alarm while in bed with the pump off to the side. The pump vents were not obstructed. The customer's blood glucose (bg) level was impacted, but not "dangerously". The bg level was not provided. The customer cleared the alarm and resumed insulin delivery.